Event description:
He biomedical engineer (bme) reported that the v60 ventilator had a touchscreen that was not responding to touch. The device was not in clinical use when the issue occurred. No patient impact and/or harm was reported. It was reported that the bme was able to replicate the issue. The bme reported that the touchscreen was not responding to touch. The bme confirmed that they were able to get to the touchscreen diagnostics page, but received a "bad touch detected" message. The bme then reported that when touching the top of the screen, there is no response. During troubleshooting, the remote service engineer (rse) noted that they could not navigate to the touchscreen diagnostics page. The rse reviewed the electronic signal path for the touchscreen, and advised the bme to replace the central processing unit (cpu) board. The bme was provided with the part number for a replacement cpu board. The rse also noted that when reviewing the touchscreen calibration page, the device is seeing touch, but was not in the correct location. The rse suspected that the likely cause of the issue was via the cpu, and not the user interface (ui) assembly or power management (pm) board. The rse suggested swapping displays with another device, but the customer did not have another device available. Final investigation and disposition are pending.